Event description:
Not an ae but product quality issue. I purchased a box of thermacare heat wraps joint & arthritis pain. -date of purchase unk, most likely 6 months ago or more. Carton states all day pain relief + reduced knee stiffness. Per carton description, contains 2 heatwraps for knee & elbow, lot -l- d 10826 b, exp 2012-06. Upon opening the carton, I noticed it contained only one heatwrap. The inside heatwrap "bag" identified the contents as a "hand & wrist" heatwrap. Lot number on the "bag" is -l- 9028u018b exp 2011-12 10:11. Dates of use: (B)(6) 2010.